Event description:
Based on the information received on 22-nov-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. (B)(4) this unsolicited case from united states was received on 21-nov-2017 from physician. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after an unknown latency had knee swelling, also, device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, once (dose, indication and expiration date: not provided; batch/lot number: 7rsl021). On an unknown date, latency unknown, patient had knee swelling, requiring knee to be aspirated. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 4-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced knee swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.